Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in d4 catalog number. Corrected information has been provided in d4 serial number. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type and findings codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted surgically into the left femoral artery in a 66-year-old female patient with a past medical history of coronary artery disease (cad)and renal insufficiency, presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage e shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was hemolysis present. The urine was pink/red with adequate volume status. The impella was repositioned twice with no improvement. The position was appropriate. The p-level was also decreased to help resolve the issue, but was unsuccessful. One unit packed red blood cells (prbcs) was transfused. The following day after impella insertion, the patient expired on support. The impella functioned at p-7 at 3.3l/min as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction, complicated by cardiogenic shock, along with the complications of stage e shock.